Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the right ventricular lead insulation came away from the connector pin and exposed the conductors. The lead was capped and replaced. The patient tolerated the procedure well.